Event description:
It was reported that the patient¿s device was implanted after the used by date.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4), product type programmer, patient product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger. (B)(4).